Manufacturer narrative:
This report is for an additional screw part number that was received for evaluation that was not reported. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference original reports and supplemental reports 1032347-2015-00288 (-1), 1032347-2015-00289 (-1) and 1032347-2015-00290 (-1).

Event description:
It is reported the patient was fixated with four (4) eight hole plates on (B)(6) 2015 and approximately a month and a half ago they began experiencing some pain and a grinding sensation. The physician ordered an x-ray and identified that all four plates had fractured. A revision surgery was performed on an unknown date to remove the fractured plates. No additional details or operative records have been provided.

Manufacturer narrative:
The screws were removed during the revision surgery and were returned with the plates; 73-2712: 2.7x12mm cancellous locking screw qty 1 and 73-2412: 2.4x12mm cancellous locking screw qty 23. The screws were visually evaluated and are in good working condition with no identified issues. No other evaluation of the screws was performed as the complaint is for plate breakage. X-rays taken of the patient that shows the placement of the plates identified that the plates were positioned in the posterior chest wall. These plates are not cleared for use in the posterior chest wall (only anterior chest wall). The package insert states: "the biomet microfixation sternal closure system is intended for use in the stabilization and fixation of fractures of the anterior chest wall including sternal fixation following sternotomy and sternal reconstructive surgical procedures, to promote fusion." The most likely cause of the fracture is excessive force applied to the plates after implantation due to placement outside of product indications. Supplemental report four of four for the same event, reference 1032347-2015-00288-3, 1032347-2015-00289-2 and 1032347-2015-00290-2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4) multiple MDR reports were filed for this event, please see associated reports: 1032347-2015-00288-4, 1032347-2015-00289-3 and 1032347-2015-00290-3.

Event description:
It was reported via the receipt of a legal claim the patient suffered severe and constant rib pain, sleep loss, delayed healing, and was required to undergo a second surgical procedure. The patient was diagnosed with multiple left-sided rib fractures after being struck by a motor vehicle. The findings in the operative record state there was significant adhesions of the lung to the chest wall due to the nature of the redo surgery. The four plates were removed and replaced with acute innovations (ai) plating system. During the revision a fifth rib fracture which seemed to be more out of place compared to several months ago was identified and was also plated with the ai system. The operative record states the patient tolerated the procedure well. No additional patient consequences were reported.